Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system generated erroneous creatine kinase-mb (ck-mb) patient results. Customer reported that the erroneous results were released from the laboratory and amended reports were filed after the samples were repeated. Customer reported that there were no quality control (qc) issues. Customer reported that they were running ck-mb reagent lot 123056 and ck-mb calibrator lot 119344 on this instrument. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a high sensitivity system check; the system check showed all parameters passed within specifications. The fse did not find any hardware problems.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on the same day. This report is related to MDR# 2122870-2012-01510.